Manufacturer narrative:
B5 - the reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). Lens rotation occurred with a possible lens repositioning or exchange planned. Lens remains implanted. Claim#: (B)(4).

Manufacturer narrative:
D4 (expiration date); unk no serial number reported. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). A possible lens rotation or exchange is planned.